Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an increase in pacing impedance measurements and high thresholds. It was noted the pacing impedance had increased in four months from 500 ohms to high out-of-range at 2,000 ohms along with the threshold measurement increasing from 1.5v (volts) to 3.0v at 0.4ms (milliseconds). The physician noted the lead was partially explanted due to difficulty removing the lead, leaving a part in the patient. The physician advised boston scientific leads are difficult to explant. A new non-boston scientific lead was implanted successfully with no complications. The partial lead explant will not return for analysis due to it was disposed of. Outside of the surgical procedure, no adverse patient effects were reported.